Event description:
Complaint received on single patient sample recovering high for ft3 test. Complaint verified. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.